Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30058327l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster inc product - nrg baylis transseptal needle. Non-biosense webster inc product - medtronic 12 fr flexcath sheath. Smartablate generator, u.s. Catalog#: unknown, serial number: unknown. Carto® 3, u.s. Catalog#: unknown, serial number: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) with cryo ablation procedure for right atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echocardiograph (ice). Remainder of the procedure was aborted. Pericardiocentesis was performed; however, this was insufficient to resolve the effusion and the patient was transferred to the operating room (or) for surgical repair of perforation. Extended hospitalization was required post-cardiac surgery and patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-catheter manipulation related. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with an nrg baylis transseptal needle and a medtronic 12 fr flexcath sheath. Generator parameters included power control mode with cut-offs according to presents on smartablate generator for thermocool smart touch sf catheter. The parameters at the time of the injury included max: temperature at 27 degrees celsius, impedance at 121 ohms and power at 32 watts. Average: temperature at 23 degrees celsius, impedance at 102 ohms and power at 29 watts. The overall time for ablation at the site of injury was 47 seconds total duration. The power did not titrate during the ablation. The irrigation flow was set at 8 ml/min. The patient received anticoagulant (14,000 units of heparin) during the procedure. The activated clotting time (act) levels where kept => 350 seconds during the procedure, last act was 424 seconds. Protamine was given before starting radial frequency ablation. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Manufacturer's reference # (B)(4). Investigation summary: it was reported that a 70-year-old male patient underwent an atrial fibrillation (afib) with cryo ablation procedure for right atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echocardiograph (ice). Remainder of the procedure was aborted. Pericardiocentesis was performed; however, this was insufficient to resolve the effusion and the patient was transferred to the operating room (or) for surgical repair of perforation. The device was visually inspected, and it was found in good conditions. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, an irrigation test was performed, and the catheter failed. A failure analysis was performed, and the catheter was dissected, and the irrigation tubing was found occluded with reddish material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 09/08/2018. During the visual inspection, the returned product looked to be in normal condition. However, it was discovered that there was reddish-brown dried residue on the luer hub. This returned condition was assessed as not reportable. The substance on the luer hub came from the patient and therefore, does not pose a risk to the patient. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).